Event description:
Customer reported hemoglobin and hematocrit results on I-stat system that read higher than results from laboratory analyzer. Pt's hemoglobin results was 7g/dl at dr's office. Testing using I-stat system in ed: hgb 10g/dl, hct 28% pcv. Repeat analysis on laboratory analyzer hgb 6.7g/dl/hct, 19.9% pcv.